Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator does not provide the required volume, and during testing, the safety valve of the ventilator failed to open. The customer stated that, although they replaced the filter, exhalation vessel, and flow sensor device membranes, the ventilator still failed testing.